Manufacturer narrative:
Upon inspection and testing of the returned device, the reported issue (instrument channel issues) was confirmed. It was observed that foreign material could not be removed due to buckling of the instrument channel. In addition, service found there was a leakage from the up down angulation knob, there was a leakage form the switch box, the adhesive on the bending section cover was chipped, the connecting tube was buckled, the scope cover was scratched, the paint on the air/water nut was peeled off, the paint on the suction cylinder was peeled off, the coating on the universal cord was peeled off, the universal cord was wrinkled, and scratched, the connector plug was damaged, and dented, and the bending angle was out of specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device was exhibiting instrument channel issues. There was no patient/user harm or injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the instrument channel was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material in instrument channel). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the foreign material could not be removed due to buckling of the instrument channel. The specific root cause of the damaged instrument channel could not be determined at this time. The following information is stated in the instructions (IFU): "insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope.¿ olympus will continue to monitor field performance for this device.